Event description:
It was reported that during the laparoscopic cholecystectomy procedure, they experience malformed clips. The case was completed with a new device. No patient consequence was reported. Device is returning.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.